Event description:
It was reported that the asymptomatic patient presented in clinic for follow up, with a device that was exhibiting post paced t-wave oversensing. The oversensing was noted on stored egm. The device was reprogrammed.